Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported insulin leakage in to the cartridge compartment during bolus administration. No adverse event reported. No product will returned due to custom and legal issues in russia; replacement was sent.